Event description:
It was reported a spectrum pump alarmed door not fully latched. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the door not fully latched alarms. The device was operating out of specification. Evaluation did find that the force required to secure the door is above expected levels and if not applied will cause unit to alarm "door not fully latched" which corresponds with the reported symptom. The unit was reworked to ensure proper door function.